Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: 23 may 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues of explant, halo vision-transient and no reported device problem were not confirmed during the product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with the outcome because of halos. Additional information was received and it was learnt that the intraocular lens (iol) was explanted and another iol from a different manufacturer was implanted. The patient is doing well. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4), (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: between implantation on the (B)(4) 2023, and the explant of the lens on the (B)(6) 2023. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one (1) additional complaint for this order number was received. Although this complaint reported is related, the issue could not be confirmed to be related to manufacturing processes and therefor no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.